Manufacturer narrative:
H3: the device 97740 - patient programmer , serial number (B)(6) was returned for product analysis. Analysis found scratched face plate and broken/worn front case. The device was scrapped due to failure final tests on board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the programmer will not power on. Caller stated they have changed the batteries several times and it will not come back on. Caller stated they need to use the programmer to increase stimulation because they are having some additional pain and they cant turn it up as a result of this issue. Agent had caller remove batteries, stretch springs, reinsert batteries confirming correct orientation and display screen is still blank. Caller confirmed they are using brand new, aaa alkaline batteries (reputable brand). Caller confirmed programmer has not been dropped/gotten wet. Troubleshooting did not resolve. A replacement programmer was sent out. Ns